Manufacturer narrative:
As reported, hydro-surg irrigator had fluid leak. Based on the information provided, no definitive conclusion can be made at this time. The subject product is not available for evaluation. There are multiple potential causes as to why a fluid leak may present at the bottom of the pump assembly. Without the subject product to evaluate, a root cause or probable root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during an unknown procedure hydro-surg plus irrigator had a fluid leak issue. Leakage issue noted upon hook up of the irrigation fluid. Another device was used to complete the procedure. There was no patient injury.